Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was attempted to be used in the airway during a transbronchial balloon dilatation procedure to teat airway stenosis performed on (B)(6) 2026. During the procedure, the balloon leaked water. The procedure was completed with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.